Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the cause of the reported thrombus cannot be determined. Additionally, the reported patient effect of thrombus is listed in the instructions for use (IFU), and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report thrombus. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After grasping was performed, thrombus was observed on the clip. Therefore, the clip delivery system (cds) was removed. It was noted the thrombus was removed with the cds and no additional treatment was needed. Two clips were then implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.